Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement computer shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported replacing computer resolved the issue. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure the navigation system monitor display was intermittent. In trouble-shooting, cable connections were checked but did not resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correct dates provided. The date received by manufacturer should have also been 07/25/2014 on the initial 3500a. The computer was returned to the manufacturer for analysis. The computer functioned properly during all phases of testing with no problem found. The reported event could not be duplicated by medtronic personnel.